Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed the pulse generator exhibited noise on the atrial and ventricular channels. No intervention was reported.